Event description:
Per the customer, during a high blood loss case that customer added 500 cc of fluid to bring the canister volume from 2250 to 2750, but still go an oversaturated reading. A canister ebl of a liter was then given by visual estimation. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.